Event description:
Procedure type: stress ui / pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. Medical history: stress urinary incontinence, vaginal prolapse. Reason for mesh implantation: vaginal prolapse and stress urinary incontinence procedure (s) performed: anterior and posterior repair, tvt sling complications post (uretex sup) implantation: outcome attributed to device: had pain, erosion, extrusion, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring mesh revision surgery (B)(6) 2007 second mesh revision surgery (B)(6) 2010